Manufacturer narrative:
A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient was hospitalized on (B)(6) 2026 at 12:45 am for a cerebrovascular angiogram. Right groin access with a 6f sheath, it was subsequently upsized to an 8f sheath for the thrombectomy portion of the procedure. Closure was done using an 8f angio-seal vip. Per documentation, deployment was successful immediately post op. Of note, bilateral pedal pulses were palpable, however weak. At 03:47am patient had a duplex ultrasound that showed no flow in right lower extremity. Vascular surgery was consulted; family did not want surgery at this time. On (B)(6) 2026 per documentation, pedal pulses not palpable. Family reversed decision and agreed for patient to have surgery to evacuate suspected foreign body in right groin. Surgical cutdown was performed to remove clot and foreign body. Post surgical evaluation shows restored flow to peripheral vasculature. The estimated blood loss was less than 250cc. The patient was unstable due to suspected cerebrovascular accident (cva). The procedure performed prior to the use of the angio-seal was cerebral angiography. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion, per. There was a pre-deployment angiogram performed. There were no issues with insertion, deployment, or withdrawal of the device. Hemostasis was achieved with the angio-seal, then complication resolved with a surgical cutdown procedure.